Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. A manufacturing record evaluation was performed for the finished device 27903 number, and no non-conformances related to the malfunction were identified.

Event description:
It was reported via clinical trial patient (B)(4): 00196-006 experience, dysphagia. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: alert date: 12- oct- 2023. Date of explant: (B)(6) 2023. Country of event: us. Model: lxmc14. Device lot number: 27903. Date of implant: (B)(6) 2023. Patient details. Patient identifier: (B)(6). Sex: female. Age (at time of consent): 58 years. Additional event details. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #001 (B)(6) 2023-dysphagia. If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no if other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no describe any notable observations during the explant procedure: blank. Log line 1 (2) updated: observation: no: yes. Log line 1 (3) updated: awareness date: 27 mar 2023 - 7 feb 2023. Start date: 27 mar 2023. Alert date: 11- oct- 2023. Country of event: us. Model: lxmc14. Device lot number: 27903. Date of surgery: (B)(6) 2023. Adverse event term: dysphagia. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2023. Discharge date: (B)(6) 2023. Relationship to study device: probable. Relationship to primary study procedure: not related. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Diagnostic intervention: yes. Drug therapy: no. Linx explant: yes. End date : blank => (B)(6) 2023. Outcome : blank => recovering/resolving. Observation : yes - no. Awareness date : 27 mar 2023 - 7 feb 2023. Start date :2023. Observation : no - yes. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #001 (B)(6) 2023-dysphagia if no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no. Medical need for high field strength MRI or other testing: no. Participant wishes to have alternative gerd treatment requiring linx explant: no. Continued gerd symptom: no. Did not meet participant expectations: no. Other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no. Describe any notable observations during the explant procedure: blank. Additional information was requested, and the following was obtained: when was the explant date? . The explant date is listed as (B)(6) 2023 on the explant form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. Additional information. Trx_2018_01 updated "explant" notification 00196-006. Updated: if yes, choose the primary ae log line, start date and term: : #001 27mar2023-dysphagia => #001 7feb2023-dysphagia.